Event description:
This report summarizes 2 malfunction events in which the device or cutting accessory fractured. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2023-00255 but should be included under this report. 2 previously reported events are included in this follow-up record. Product return status: 2 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device or cutting accessory fractured. 1 event had no patient involvement; no patient impact.